Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Event description:
It was reported the device reached end of service after six months. The device was replaced, and the patient's status was reported as "quite good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary (B) (4) the premature battery depletion was the result of high current leakage internal to a tantalum capacitor.